Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to undergo incoming functionality testing) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 203 (pulse test fault).  The cause for the failure was isolated to an open r45 resistor on the computer/analog board. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.